Event description:
The report received from the FDA via a voluntary medwatch ((B)(4)) indicated that a patient was in the electrophysiology/ep lab for an ablation. At the beginning of the procedure one of the sheaths/6 fr. Avanti plus broke and part of it was left intravenously. A cardiovascular/cv surgeon removed the broken segment. The ablation procedure was aborted and the patient was successfully extubated. However, prior to the patient being transferred out to the ep lab, she developed severe bradycardia and then pulseless electrical activity/pea. She was resuscitated, intubated and admitted to the intensive care unit/ICU.

Manufacturer narrative:
The report received from the FDA via a voluntary medwatch ((B)(4)) indicated that a patient was in the electrophysiology/ep lab for an ablation. At the beginning of the procedure one of the sheaths/6 fr. Avanti plus broke and part of it was left intravenously. A cardiovascular/cv surgeon removed the broken segment. The ablation procedure was aborted and the patient was successfully extubated. However, prior to the patient being transferred out to the ep lab, she developed severe bradycardia and then pulseless electrical activity/pea. She was resuscitated, intubated and admitted to the intensive care unit/ICU. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited patient and procedural information provided, it is not possible to make a determination of possible contributing factors to the device failure. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The user facility reported that water was leaking from underneath the reliance 444 washer. No injuries or procedural delay/cancellations reported.